Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (helical blade coupling screw, part number 357.377, lot number 6606044). The subject device was returned with the complaint condition stating: the 357.377, lot number 6606044, helical blade coupling screw was returned with the proximal knob sheared off of the shaft at the weld location. The part was received broken in two pieces, none of the generated fragments were returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection, device history record (DHR) review and drawing review were performed as part of this investigation. The part #357.377 helical blade coupling screw is a reusable instrument available for use in the titanium trochanteric fixation nail (tfn) system to facilitate head element (helical blade and lag screw) insertion. The device was returned and it was reported that during the insertion of a helical blade on (B)(6) 2017, the helical blade coupling screw was broken. During hammering, the proximal, enlarged welded head of the device was knocked off while the threaded portion of the device remained in the helical blade. This condition is confirmed; the device was received broken in 2 pieces. The proximal knob has sheared off the shaft at the weld location. The balance of the returned device is in fair condition, the knob is worn from multiple hammer strikes. This part was manufactured may 2011. Although a definitive root cause could not be determined, it is likely that this complaint condition is possibly due to excessive force or poorly angled hammer strikes to the knob during surgery. Drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that this complaint condition is possibly due to excessive force or poorly angled hammer strikes to the knob during surgery. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Reporters phone number: (B)(6). Device history records review was conducted. The report indicates that the: DHR review for part # 357.377 lot # 6606044. Release to warehouse date: 5 may 2011. Expiration date: na. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during the insertion of a helical blade on (B)(6) 2017, the helical blade coupling screw was broken. During hammering, the proximal, enlarged welded head of the device was knocked off while the threaded portion of the device remained in the helical blade. It was explained that the surgeon continued to insert the helical blade until the end of his trajectory, locked the trochanteric fixation nail (tfn) internal mechanism, and once the helical blade was fully inserted and locked in, a broken screw removal set was used to unthread the distal part of the coupling screw from the helical blade engagement. There were fragments generated from the broken device but the pieces broken device were removed easily without additional intervention. No other medical intervention required. The surgery was successfully completed without any surgical delay. This complaint involves one (1) device. Concomitant devices reported: mallet (part # unknown, lot # unknown, quantity 1) helical blade (part # unknown, lot # unknown, quantity 1), trochanteric fixation nail (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for (B)(4).